Manufacturer narrative:
Device expiration date: unknown. FDA notified: the initial reporter notified the FDA via MDR report #: 13450848. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: filter found to be leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09-mar-2022. Investigation: the set leaked from the filter air vent, and the complaint is verified. Further investigation was done by shipping the sample to the supplier of the filter. The supplier performed a visual inspection where no evidence of damage to the vent membrane was found; additionally, the membrane was intact and a complete welding seal around the parts was observed. During the functional inspection, the supplier verified the leak; however, the filter's functionality was restored by flushing with distilled water for several hours and leaving to dry. Since the filter was able to be 'washed' and did not leak after its restoration, the root cause is attributed to the drugs/solutions being used in the filter. The investigation results suggest that the filter¿s membrane was clogged and the hydrophobicity of the membrane was compromised at the time of the leak. The filter clogged because it was doing its job and collecting particulates. A device history record review could not be performed on model mz9273 because the lot number is unknown.

Event description:
It was reported that 2 bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: filter found to be leaking.